Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, perforation case with peristeen. Patient's history: low anastomosis, patient had a surgery in (B)(6) 2017. Patient was trained to the use of peristeen by a nurse who made the first irrigation, event occurred the second time. When the incident occurred, patient was at home and made the irrigation by himself. Patient is currently hospitalized